Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v323631, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the device had never worked. Patient also mentioned they could not do an EKG because their device was on. While troubleshooting, the device was not on and patient was not sure how long it had been off. After the device was implanted, it was noted that the patient did several adjustments but it did not work. Patient stated they knew the device was not helping them, but a couple of months ago when they had to have a bowel movement they felt stimulation in the bowel area. Patient stated they thought the wires have possibly moved. A low battery icon was seen for the ins. No further complications were reported.